Manufacturer narrative:
Age at time of event: late (B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR:2134265-2017-01891. It was reported that recapture difficulties and a kink occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was positioned in the laa. However, while performing a partial recapture of the closure device, the was became kinked before the shoulders of the closure device were recaptured. They were unable to do a partial recapture, so the device was deployed and the procedure was successful. No patient complications were reported and the patient's status is stable.